Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed that the reported phenomenon was attributed to the communication failure due to cable. The cause of the cable failure could not be estimated. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to failure of the cable which was caused damage of the ccd. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for laparoscopic procedure, the endoscopic image was not displayed when connecting to the video processor. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.